Manufacturer narrative:
The following issues were found during the asset return device evaluation as there was no complaint issued by the end user. During inspection it was discovered that there was foreign matter/dirt clogging the pipe, located within the forceps elevator. The foreign matter is yellowish/brown in color, but it is unknown what the foreign material is. The device reprocessing status before pick up is unknown. Additionally, the following events were identified and are as follows: the light guide cover glass has a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, the distal end has a scratch, adhesive on bending section cover or distal end was detached, the universal cord had a scratch, the acoustic lens had a scratch, the grip had a dent, due to the clogging of nozzle, water removal ability does not meet the standard value, the connecting tube had a scratch, the suction connector had a scratch, the switch button 2 had a scratch, due to wear of angle wire, bending angle in the down direction does not meet the standard value, and due to wear of angle wire, bending angle in left direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned to an olympus service center for annual maintenance with no complaint reported by the end user as this product was a demo asset. During inspection, the there was foreign matter found within the forceps elevator. There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.